Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that everything quit working and she received a message on a device. The indication for use was degenerative disc disease. No patient symptoms reported.